Manufacturer narrative:
The device history record (DHR) for lot 16j101562 indicates that there were no defects found in 50 samples inspected from the lot for the report of a miscount. There were no non-conformance reports (ncr)¿s issued against this lot. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and that there were no issues. All scheduled maintenance and calibration activities were completed on time. There were no samples submitted with this complaint. The reported condition could not be confirmed. The complaint shall be reopened if a sample is received. The exact root cause of the reported condition could not be determined without actual sample to examine. The most likely root cause is reported condition occurred during the manufacturing process. The sample was not received and no action could be taken since the condition reported could not be confirmed. This information will be utilized for trending purposes to determine the need for corrective actions. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and that there were no issues. All scheduled maintenance and calibration activities were completed on time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer states that they received the item, radioactive 4x4, and 10 are supposed to be in a pack; however, they only received 9.